Event description:
Event description guidant received information that this cardiac resynchronization therapy device (crt-d) exhibited noise and oversensing on the rate/sense channel leading to inappropriate shocks and inhibition of pacing in a pacemaker dependant patient. One episode of pacing inhibition resulted in syncope where the patient fell. The noise was reproducible. The device was evaluated invasively and it appeared that one of the setscrews had loosened and backed out. The device was explanted and replaced but the same noise and oversensing, leading to inhibition of pacing, is still present.